Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant stopped working last year and they didn't need it that much anymore. Patient stated last year their implant wouldn't hold a charge anymore and the implant only worked on one side and only a little bit and less. Patient now needed an MRI and patient needed surgery. Agent reviewed overdischarge information. Agent redirected patient to their hcp and agent provided nas phone number. Agent attempted to call back to inquire if surgery was related to the device and call was disconnected right away. Patient lived in pa but dealt with doctors in de., pt called back stating already documented info and wanted to know their options. Agent reviewed MRI guidelines and over discharge. Pt was redirected to their hcp about the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on may 19, 2024. The rep reported that the pt stated the device was only working on one side during a trip to germany. This was the first time the pt had brought this to anyone's attention. The rep noted the pt has a medical condition going on that they want to resolve before addressing this device issue. When the patient has resolved their medical issue, they will contact the rep to schedule an appointment for troubleshooting to try and determine the cause. The rep did confirm that the ins was in overdischarge. The pt saw a power on reset (por) message on the recharger. The pt pressed the green button and the recharger advanced to charging the device again, however, this did not resolve the por because it was still showing por when the recharger and programmer was connected. It was noted that the pt was not currently enrolled in pain management and did not have a managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that the other medical issues the patient was experiencing were not caused by the device. It is still unknown why the device was only working on one side. The device was implanted to treat bi-lateral back and leg pain. The por issue has not been resolved as of yet. Once patient has completed treatment for the other medical issues they will work with manufacturer. The rep did not recall when they were first contacted. They believe the device stopped working again after they got to germany.